Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the shaver was continuing to rotate once the foot has been taken off the footpedal.